Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, the device was defective and would not fire. Another device was used to complete the procedure. No adverse consequences reported. No other details are available.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information received on 7/22/2011: less than (5) days post-op, the patient was returned to the operating room for a post operative leak. An exploratory laparotomy was performed. The staple line was sutured. There was no other intervention required. Additional information received on 7/25/2011: patient was still in hospital when brought back. Unknown what was seen intraoperatively. Initial operation did not change significantly as a result of the device issue. Unknown which firing event occurred. Selectable staple height selector was on blue selection, unknown if cartridge loaded with the retaining cap on. Unknown if the surgeon moved the firing knob to the left or to right before firing. No buttressing material was used. Unknown if fired by existing staple line or clip. Unsure if there were any unexpected noises. No parts broke off. Unknown if another stapling device was used. Have been using device for about one year; july or august 2010. Unknown if a pathology specimen is available. Patient demographics are unknown. Colon procedure. The complaint could not be confirmed because no device was returned for analysis. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
Multiple attempts were completed for additional information but to date, no more information has been received.